Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was difficult to insert and that insertion was attempted several times. The patient allegedly developed an injured urethra; it is unknown if medical intervention was required. It was later reported that the patient required additional medical interventions by the urologist. Also, prolonged indwelling catheter time to establish a normal pathway through the urethra, which involved the use of filiforms, lefort sounds, and council catheter with a guide to get a catheter through the injured urethra.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheter was difficult to insert and that insertion was attempted several times. The patient allegedly developed an injured urethra; it is unknown if medical intervention was required. It was later reported that the patient required additional medical interventions by the urologist. Also, prolonged indwelling catheter time to establish a normal pathway through the urethra, which involved the use of filiforms, lefort sounds, and council catheter with a guide to get a catheter through the injured urethra.